Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6) 2025. It was reported that they had device site infection (incision, pocket, etc) and there were no additional symptoms. The issue was not resolved and was still ongoing. The patient was hospitalized and was currently admitted and antibiotics were required. The patient talked to relative; the patient was admitted back to the hospital due to severe infection caused by the procedure. They were currently taking antibiotics. Advised to contact their doctor if symptom still persisted.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.